Event description:
It was reported that the patient presented with acute coronary syndrome and a myocardial infarction was diagnosed. The procedure was to treat a 90% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. On 9/12/2022, a 2.5x33mm xience skypoint drug eluting stent (des) was implanted without issue and the stent was noted to be firmly apposed to the vessel wall. On 9/17/2022, the patient reported chest pain. Electrocardiogram confirmed an st elevation, so an emergency coronary angiography (cag) was performed. In-stent thrombosis (occlusion) was confirmed. Thrombectomy was performed, and a non-abbott balloon dilated the lesion to complete the procedure with no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.